Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 10/05/2017 and placed into service on 6/28/2018 with battery pack serial number (B)(6) . On 02/04/2022 battery pack serial number (B)(6) was installed - the reported depleted battery. On (B)(6) 2022 the AED began flashing its red asi and chirping to indicate that the pads were expired. The AED continued to flash it red asi and chirp until (B)(6) 2022 when the pads were replaced. On (B)(6) 2022 the AED detected a possible problem during an automated self-test and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash without any evidence in the log of any human interaction to address the aeds condition until the battery pack became completely depleted on (B)(6) 2023. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.

Event description:
A customer reported that their AED would not power on. They reported this did not occur during patient use.